Event description:
The intended procedure was an atherectomy, with bilateral pelvic and left lower extremity runoff via angiography. During the procedure, the physician chose a quick-cross support catheter to treat the patient. Upon moving the quick-cross within the patient's superficial femoral artery (sfa), it was noted that a portion of the catheter had broken off (approximately 10 cm long). In order to remove from the patient, the introducer sheath was upsized from a 5f to a 6f, the guide wire was removed, and a 10 mm snare was inserted into the left iliac artery. The catheter portion was successfully snared and removed. The patient did not feel discomfort and there was no reported patient harm. Further attempts for atherectomy were aborted. This report captures the quick-cross for shaft separation, requiring intervention for removal.

Manufacturer narrative:
Patient's date of birth: unk. Patient's ethnicity/race: unk. User facility report number: # (B)(4). The device was not returned, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.